Event description:
The affiliate reported the customer called and stated there were leaks past the o-rings while in pump. The customer noticed moisture when she removed the reservoir from the pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.